Event description:
It was reported to olympus a gas leakage with their cylinder hose when connected to the uhi unit. There was no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
While speaking to service center representative (scr) the customer requested the part number information to replace the hose. The scr connected the customer with customer service representative (csr) to obtain pricing. As of 04mar2022, the customer has not called back to further report any issues related to this event. Additional information was requested however, a response has not been provided. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained form the customer.

Event description:
The customer confirmed no patient was harmed in any way. This event was just a nuisance that was resolved by the end of the day by another nurse. An olympus representative replaced a seal and the unit is operating fine.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.